Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient wore the sensor beyond intended use. Labeling indicates: g4 and g5 mobile sensor sessions last seven days and g6 lasts ten days. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Product registration ¿ correction. B5: describe event or problem ¿ additional information. D4 catalog no ¿ correction. G3: date received by manufacturer ¿ additional information. G6 type of report ¿ additional information. H2: additional information/device evaluation information/correction. H3a: device evaluated by manufacturer ¿ additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information. H10 corrected data.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient wore the sensor beyond intended use. Labeling indicates: g4 and g5 mobile sensor sessions last seven days and g6 lasts ten days. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.